Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One empty foil packet and one labeled winding former with one needle-suture piece and one suture piece were received for analysis. Product code sxpp1a432. Additionally, one photo was provided, and it showed a needle-suture piece and one suture piece appear in a winding former. During the initial inspection of the sample, no breakage suture was observed. Even though the extreme was noted to be cut and some crimping marks were present along the length of the body suture and the extremes, it was likely caused by a surgical instrument. Furthermore, body fluids were noted along the length of the suture. In addition, significant tooling marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1a432 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As per the condition of the returned sample, the functional test could not be performed. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.